Manufacturer narrative:
The reported event was confirmed during analysis via review of merlin.net logs. Additionally, the cause of the reported error was determined to be an incorrect speed setting on the compact flash.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.